Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is a combined initial + final report which includes investigation findings. The complaint for reduced therapeutic efficacy over time / other was confirmed with other empirical evidence. There was no allegation or indication a device malfunction contributed to this adverse event. As imaging was not provided for review, an imaging evaluation could not be performed. Available information suggests patient conditions (the customer confirmed there was no slda event. The pascal device was noted to be more mobile than before, but posterior and anterior leaflet were still attached. However, the recurrent mr has been attributed by the customer to the patient degenerative mitral disease and not a device malfunction or deficiency) likely contributed to the reported event.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where the patient had barlows disease, and the position of the pascal was a2/p2 11/5. The regurgitation was reduced from severe to mild. On post-operative day 3, echocardiography revealed presence of an slda (single leaflet device attachment) after clipping with hypermobile clip and most likely a higher-grade insufficiency. A follow up tee (transesophageal echo) revealed a somehow remaining prolapse but the absence of any slda. Although there was no slda, the posterior leaflet seemed to be more mobile than before, but posterior and anterior leaflet were still attached. The regurgitation was back to severe. It was decided to implant a second pascal ace, medial to the old one for stabilization purposes. Regurgitation was reduced to moderate. As per medical opinion the root cause is the barlow disease, which is hard to predict regarding long term result due to the progressive nature of the disease, and that the leaflet worked itself out.